Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported programmer error; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found the emergency switch didn¿t activate; emergency switch printed circuit board assembly found out of electrical specification. It is noted the programmer was able to boot and interrogate; the reported hard drive failure could not be confirmed. (B)(4).

Event description:
It was reported that an error displayed during a software download using a universal serial bus (usb). Technical support (ts) had the caller cycle power and then the display screen indicated that installation would continue. However, the programmer then displayed the error again. It was also reported when attempting to load linq software, got an error warning for hard drive failure. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.